Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was selected for use for the endovascular treatment of an abdominal aortic aneurysm. It was reported that as the device was removed from the packaging, the thumbwheel was broken. No damage to the original packaging was identified. The endurant ii 26/16/145 bifurcate was replaced with an endurant iis 36/14/103 and the procedure was successfully completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The device was returned for evaluation. The event was confirmed; the thumbwheel halves were detached from the delivery system. The root cause of the event could not be conclusively determined during analysis as the thumbwheel halves were not returned.